Manufacturer narrative:
H3: analysis of the pipeline flex shield (lot no. B034297) found that the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend found on the pusher. The distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the returned device, the pipeline flex shield was not confirmed to have "failure to open at the distal" issue. The root cause could not be determined as the distal and proximal ends of the pipeline flex shield braid were fully opened and moderately frayed. Possible causes of failure to open include vessel tortuosity and damaged braid. The damage to the braid on the ends of the pipeline flex shield braid is likely the results of the physician re-sheathing the device more than recommended two times. There was no non-conformance to specifications identified that led to the failure to open issue. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ h6: method code updated to b01. Result code updated to c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distal segment. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right supra clinoid ica. The max diameter was 2.34cm, and the neck diameter was 6mm. The patient¿s vessel tortuosity was minimal. The landing zone was 3.58mm distal and 4.31mm proximal. Dual antiplatelet treatment had been administered, and the pru level was per the guidelines. It was reported that while deploying the pipeline its distal segment would not to open. The operator tried resheating 4 times, but it was not successful. Another pipeline was used without issue. The catheter had been placed at right m1, and the pipeline was not in a bend. Less than 50% had been deployed when the device failed to open. No steps besides reasheathing were taken to open the device. The patient did not experience any injury or complications. Angiographic results post procedure showed slow filling of the aneurysm. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a fubuki 6f long sheath, phenom 27 microcatheter, and a traxcess 14 guidewire.